Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power was confirmed via log file analysis. Review of the submitted log files revealed on 20feb2026, power cable disconnect and low power hazard alarms activated. These events are consistent with a loss of external power to the mobile power unit (mpu). The alarms resolved shortly after once external power to the mpu was restored. The backup battery provided support to the system without issue during this event. Pump operation was not affected. The mobile power unit, serial number unknown, was not returned for analysis. The root cause of the reported event could not be conclusively determined through this analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided, and no additional follow-up attempts will be performed. A review of the relevant sections of the device history records could not be performed as the serial number of the device was not communicated/identified. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, rev. D and the heartmate 3 patient handbook, rev. A are currently available. The heartmate 3 IFU section 7- ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5- ¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including no external power alarms. The heartmate 3 IFU, section 3 ¿ ¿powering the system¿, and heartmate 3 patient handbook, section 3 ¿ ¿powering the system¿, explain how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate 3 IFU, section 8- ¿equipment storage and care¿, and heartmate 3 patient handbook, section 6- ¿caring for the equipment¿, explain how to properly take care and maintain the integrity of the mpu. Heartmate 3 patient handbook caution users to call their hospital contact if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that any information about the mpu loss of power event was unknown. The patient did not have any other alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It appeared that the event log captured several low voltage advisory and hazard events throughout the log while using battery power. They noted that the patient connected to a mobile power unit (mpu) back on (B)(6) 2026 and noted some low voltage hazard events from what looks like a loss of power to the mpu. Backup battery was enabled briefly until power was restored to the mpu.